Event description:
It was reported that on (B)(6) 2011 the patient underwent posterior l5-s1 fusion using rhbmp-2/acs in a stryker unilif cage. In 2012 the patient was diagnosed with excessive osteophyte formation in the l5-s1 space, and required extensive medical treatment. Reportedly, the patient developed ectopic bone growth, an inflammatory reaction, chronic pain, and daily severe disabling pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnosis: status post l5-s1 micro lumbar diskectomy(x2) with degenerative disk disease at l5-s1 and sub axial back pain and right lower extremity radiculopathy. Patient underwent the following procedures: right sided l5-s1 transforaminal lumbar interbody fusion. Percutaneous pedicle screw at l5-s1. Aspiration of bone marrow. Facet arthrodesis. As per op notes: facetectomy was performed at l5-s1, one small bmp sponge wrapped in anterior to the cage and placed some allograft within the cage itself. The cage was gently tapped into the inter space. No patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.